Event description:
I report the following case of apparent fungal corneal ulcer/kertitis to add to the investigation of contact lens wearers who use renu with moisture loc: this adult contact lens wearer initially reported pain, burning and redness of both eyes, right worse than left. There was no history of trauma. She thinks "something may have flown into" her eye as she walked down the street, though. She first presented to my office two days after the onset of symptoms. In 2006, I examined the pt and diagnosed a corneal ulcer of the right eye.the left eye was not infected. The ulcer had several clinical signs suggestive of a fungal infiltrate. There was a large central ulcer with infiltrate. Diffuse central corneal edema with descemet's folds, and surrounding feathery/linear infiltrates in the stroma and sub-epithelial space od. The pt had self-treated with vigamox eyedrops that she had at home for two days before seeing me, and her symptoms had not improved. I took scrapings of the cornea and sent cultures -including fungal-before instituting further therrapy. She discontinued contact lens wear. The pt reports that she routinely removed her disposable soft contact lenses at night and soaked them in "renu with moisture-loc" brand contact lens solution. She wears both 'purevision" brand and "focus night & day" brand contact lenses in her right eye. A fungal stain -gms- of the corneal scraping revealed hyphae, so I began the pt on natamycin eyedrops as soon as they could be obtained -the next morning-. The fungal cultures subsequently did not grow out anything--reported "final" after 5 weeks. The pt recovered completely after 12 days on natamycin eyedrops. She has only trace residual sub-epithelial scarring of the cornea outside of the visual axis, with corrected visual acuity of 20/25- od.